Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no error or warning messages or other issues for the complete treatment day and also the energy stayed stable with no abnormalities. No problem with the system can be identified by reviewing the logfiles. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported very fine rainbow glare in a patient's right eye 8 days post lasik. Patient reported it was not bothersome but was aware of it. Rainbow glare is reported to still be present approximately 2 months post lasik but not bothersome.